Event description:
Pt has reactions to latex stopper used in drugs. The latex apparently leeches into the drug and pt develops itching and rashes. Reporter believes FDA should encourage companies to stop using latex in the containers used for drugs.